Event description:
It was reported that no intervention or procedure was reported.

Event description:
It was reported that patient presented remotely via merlin.net, the pacemaker exhibited far-r oversensing. No patient status was reported.

Manufacturer narrative:
Further information was requested but not yet received.